Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming, no delivery and motor tests. There was no motor error alarm on the device. (B)(4).

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 582 mg/dl. Customer treated their high blood glucose with a manual injection. Troubleshooting for the motor error on the insulin pump was performed. Customer received the motor error alarm during bolus and basal delivery. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer advised they changed out their infusion set and continued to receive the alarm. Customer received motor error more than once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.